Event description:
The report received from the affiliate indicated that after the drug eluting stent was inserted into the pt, and the lesion was crossed with the device, a hub crack was noted. There were no anomalies noted when the device was taken out of the package and the device had not been resterilized. It was pulled from the packaging by the hub and no anomalies noted at that time. The device was prepped following IFU instructions, and there was no difficulty encountered flushing the sds. No difficulty encountered while connecting the hub to the indeflator device, and no anomaly were noted during or after the device was prepped. The device was used in the pt.

Manufacturer narrative:
Please note that this device is not distributed in the us, but it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stent. It is also available for testing and evaluation, but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt. This is one of two devices used in the procedure that were submitted under the following manufacturing numbers 9616099-2009-00729.